Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1884336, 2118219, and 1966347. A search of the complaint database search finds additional reported incidents against lot codes 1944075 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because the stem was in extreme anteversion. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions and dislocation. Updated patient dob, dor. Added lawyer and law firm. Doi: (B)(4)2006 - dor: (B)(4)2011 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.